Event description:
This will be filed to report a clip that opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with thick leaflets. After deployment of the clip, the clip was noted to open 40-60 degrees. The mr remained reduced to grade 1-2 so the procedure was concluded. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip delivery system has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open while locked could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) echocardiographic videos, two (2) echo still images, one (1) fluoroscopic video, and one (1) fluoro still image were provided. The first echo video shows a 3d en face video of the reported device grasped onto the leaflets; the clip appears to be attached to the delivery catheter indicating the video was taken prior to deployment. The 3d en face view is an atrial view of the "top" of the valve, such that the clip cannot be directly visualized as it is located ventricularly under the valve; the clip arm angle cannot be assessed in this video. The second echo video shows an intercommissural view (left) and an lvot view (right). The lvot view captures the anterior-posterior cross-section of the valve (short axis) and typically shows a front facing view of the clip arms. It appears the video was taken post deployment as the dc shaft cannot be visualized. The image quality of the video is poor (low resolution, grainy image, artifacts around the clip) making it difficult to discern the two clip arms. The image of the clip and leaflets within the clip is abnormal, making clip arm angle assessment challenging. Both echo still images present with poor image quality as well, such that the clip arms cannot be confidently discerned in either image. The first echo still image shows a similar intercommissural view (left) and an lvot view (right) . There is an artifact observed above the clip resembling the radiopaque tip ring of the dc shaft; presumably, the image was taken pre-deployment (mechanical separation). The second echo image presents similarly with a slight change in the clip image in which the clip appears to be in a more closed position, as compared to the first echo image. Ultimately, a confident estimation of the state of the clip arms, and whether the echo videos / images were taken pre or post deployment, cannot be provided due to poor image quality obscuring the view of the clip. The fluoroscopic video and still image both present similarly and show the fully deployed clip with no cds in view indicating the video and image were taken post deployment, after the cds was removed. The clip arm angle appears to be ~35° in both. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent the clip is opened to a larger degree than the fully closed position (~10° - 20°) per the instructions for use. The was no pre-deployment fluoroscopy of the reported clip provided. It was not possible to assess the clip arm angles and state of the device (pre or post deployment) in the echo cine provided. As such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the images and videos provided.